Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a vascular procedure was continued when the issue happened. The procedure was completed as planned by using a wireless footswitch. The philips field service engineer (fse) visited onsite and confirmed wired footswitch stopped working. To resolve the issue, fse replaced the wired footswitch. After replacement of wired footswitch, the system is returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the wired footswitch stopped working. No harm was reported to philips. Philips has started an investigation of this complaint.